Event description:
Report recieved for an alleged overdelivery. The report alleges the pt was admitted & had a surgical procedure four days later. The ptca pump was initially programmed in the hospital to deliver an unspecified concentration of morphine for post-surgical pain. The programmed parameters were unspecified. The pt was also being treated with unspecified doses of phenergan for nausea & vomiting. Nine days later, the pt was transferred to a skilled nursing facility (snf). The md continuted the pca morphine therapy at the snf but it was unspecified if the initial ptca pump was transferred with the pt. Nine days later, the pt was allegedly "alert with confusion, had slurred speech, looked pale in color, & was nauseous & vomiting." The md was notified. The pt was treated with an unspecificed dose of phenergan; however, the pca therapy was allegedly not stopped. "Narcan was eventually administered several hours after the initial confusion & the first signs of slurred speech." Around 8:00pm, the pt "began to jerk and 911 was called. The pca pump was stopped & the pt was taken to the ER for evlauation. The ER md determined an overdose of morphine & phenergan was the cause of the pt's confusion & decreased mental status." The pt was returned to the snf same day & allegedly continued to have symptoms of slurred speech, weakness, nausea & vomiting unitl transferred to different hospital 21 days later. The pt was discharged from the hsopital to a different snf a month later & currently resides there. It was reported that the pt "suffers from various neurological conditions including but not limited to brain damage, motor skills impairment, memory loss, and loss of sensation." Though requested, no additional information was provided.